Manufacturer narrative:
The complaint of stylet tip break was confirmed, and the cause appears to be multiple issues. The product returned for eval was a 3cg stylet. Multiple kinks were seen throughout the stylet, and the magnetic tip contained a complete break. Microscopic examination of the fracture site revealed a hooked core wire on the proximal fracture site, with the distal fracture site containing material necking of the wire. Multiple regions of polyimide kinking were also observed on the magnetic tip. During lab testing the polyimide tubing of the detached segment was cut away from the fracture site to evaluate the condition of the polyimide tubing. The wall thickness of the tubing was circumferentially irregular. The maximum wall thickness was measured to be approx. 0.003¿ while the minimum was >0.001¿. The observed damage is consistent with irregular stress on the stylet. The stylet also contained irregular polyimide tubing wall thickness. An lhr was not possible as the implicated lot number was not provided by the complainant.

Event description:
Sherlock 3cg stylet broke when inserting PICC.